Event description:
It was reported that the bd micro fine plus¿ insulin pen needle's outer cover was "too tight" to detach. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the inability to detach the outer cover. According to the patient's report, the outer cover was too tight to detach.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-28. Investigation summary : one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination and a functionality test was carried out on the returned sample and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue was caused by an interference fit between the hub and cover.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine plus" insulin pen needle's outer cover was "too tight" to detach. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about the inability to detach the outer cover. According to the patient's report, the outer cover was too tight to detach."